Manufacturer narrative:
H3: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork for the pump indicated there was no patient injury and the patient recovered without sequela. The patient had experienced a loss of therapy. A rotor study was not performed, and the dye study performed was ¿good¿. The pump was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2020-apr-01. It was reported that a catheter dye study was performed on (B)(4) 2020 and the catheter was patent. The cause of the volume discrepancies and pain were not determined. Regarding whether the volume discrepancy and back pain were resolved, it was noted that the patient's analgesia was improving since the dye study. The device remained implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 2.5 mg/ml at 0.231 mg/day via an implanted pump. It was reported the patient was in for a refill and the healthcare provider (hcp) expected 2.6 ml and pulled out 19 ml. The rep was asking for considerations as to why they would get this volume discrepancy. It was noted the logs did not show any abnormalities since the last refill on (B)(6) 2019. The hcp confirmed that the last refill on (B)(6) 2019 was normal and had no abnormalities and the hcp confirmed the programming was done correctly. It was reported the patient has had low back pain since (B)(6) 2019. The hcp filled the pump on the date of this report and told the patient to "call back on 23-mar-2020 and would assess if she was feeling better. If not, they plan to do an exploration surgery." No further complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the patient¿s pump had had volume discrepancies since (B)(6) 2019. Today they did a pump replacement because the doctor had done dye studies and they had all turned out to be negative, so the doctor believed there was an issue with pump only.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The physician who initially reported the event to them was clarified. The logs were read, and the patient¿s pump was reprogrammed at a higher daily dose and a follow-up appointment was made. Regarding the volume discrepancy, there was no known cause determined and an appointment was made for follow-up next week and if there was no pain relief a dye study was to be scheduled. There were no known factors that may have caused or contributed to the event and they were not sure yet if the issue was resolved.